Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. On follow-up, the customer indicated that they do not have suspect samples available because, after use, all the devices were disposed of. Also, the customer confirmed that from (B)(6) 2023, about 40-45 pieces were used but was not able to indicate the lot numbers. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there were signs of decubitus on the face after prone-position surgery. According to the neurosurgeons, the vital signs¿ head positioner often causes redness on the most exposed parts of the patient's face, which then develops into abrasions and pressure injuries. The redness pressure sores were discovered at the end of the surgical procedure, after use of the positioner.